Event description:
The customer reported versed 100mg/100mls infused in three times. The intended rate of infusion was 5ml/hr. Reportedly, the nurse had switched the versed to a different pump module attached to the same pc unit after receiving a message to the effect of "check IV", but same message was displayed again. Both pump module doors were opened and closed more than once to check the IV lines during this time and it is possible that the roller clamp on the IV tubing was not closed at some point. The user then switched out the entire system (pc unit and pump module) and at that time noticed that the bag had emptied. The pt, who was already intubated at the time of the event, became hypotensive with a systolic blood pressure in the 70's. A two liter bolus of normal saline bolus was ordered and following administration the pt's blood pressure returned to normal. The IV tubing was not saved. The customer stated that no additional event or pt information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been competed.